Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken. The pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the following: the instrument's grip tips had mechanical indentations and burrs. The grip had indentations at the edges. Failure analysis concluded that the mechanical indentation and burr damage was likely due to mishandling/misuse. The instrument's main tube had scratch marks and abrasions. The distal end of the main tube had scratch marks with light material removal. The scratches were not aligned with the tube axis. The instrument's bipolar pins were bent. The top pin was bent at the housing back end. The bipolar insert was still intact. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken pitch cable and damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that broken and frayed wires were observed on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.